Event description:
It was reported that customer removed the sensor to inspect for damage and found that the cannula was missing. Troubleshooting occured. Cusstomer's blood glucose level at the time 78mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.